Event description:
It was reported that a female patient underwent a breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent explantation on unspecified date. Follow up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
Investigation summary: the analysis was completed based off of a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: the analysis was completed based off of a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent explantation on unspecified date. Follow up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 3-mar-2022, mentor received additional information regarding the patient¿s information, the explantation date, and the suspected medical device. The patient identifier is (B)(6). Previously, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant fields have been updated. The suspected medical device was returned for evaluation. On 11-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-feb-2022, mentor received additional information regarding the implantation date and the explantation date. The implantation date and explantation date are (B)(6) 2020 and (B)(6) 2021 respectively. The relevant fields have been updated. Manufacturer's reference number: (B)(4).